Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements resulting in a stored red alert. Device data was sent to rhythm care for review. Rhythm care discussed further troubleshooting options and recommended performing an x-ray. Noise was able to be reproduced in the primary vector with isometrics. The electrode is suspected to be fractured. Therapy was programmed off and this patient was hospitalized until further intervention can be determined. This system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements resulting in a stored red alert. Device data was sent to rhythmcare for review. Rhythmcare discussed further troubleshooting options and recommended performing an x-ray. Noise was able to be reproduced in the primary vector with isometrics. The electrode is suspected to be fractured. Therapy was programmed off and this patient was hospitalized until further intervention can be determined. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements resulting in a stored red alert. Device data was sent to rhythmcare for review. Rhythmcare discussed further troubleshooting options and recommended performing an x-ray. Noise was able to be reproduced in the primary vector with isometrics. The electrode is suspected to be fractured. Therapy was programmed off and this patient was hospitalized until further intervention can be determined. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.